Event description:
The customer reported that while the unit was in use on a pt, the unit's "crt" display was dim and the middle part of the pressure wave was illegible. The pt was switched to another unit and therapy was continued. No pt injury was reported.